Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimlator for ga strointestinal/pelvic floor. It was reported that there was a change in the longivity estimate. Rep reported that patient was recently implanted showing a longevity of 78-96 months but a current check was showing 28-30. Rep plans to meet with patient tomorrow and will try to obtain additional information including amplitude changes, program changes, and impedances which all could be a cause for reduced longivity. There was no therapy or symptoms complaint. And there were no further complications were reported.